Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(4). We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
Our importer, (B)(4) received a call on 07/13/2016 reporting a medical intervention that occurred on (B)(6) 2016 at 8:00am. Patient's son(bs) called in stating that patient was unresponsive in the morning and could not be awakened. Patient's husband called paramedics who arrived 15 minutes after they were called. Upon arrival paramedics tested patient's blood glucose with the prodigy meter with a result of 119mg/dl. Paramedics then tested patient's blood glucose with their meter with a result of 50mg/dl. Patient's normal blood glucose reading at the time of day of the event is 113-130mg/dl. Paramedics transported patient to the ER. Upon arrival at ER patient's blood glucose was 18mg/dl. Patient's son stated that patient was given medicine to raise her blood glucose and released from ER. Patient's son stated that patient's blood glucose prior to discharge was 113mg/dl. Patient's total admission in the hospital was 4-5 hours. (B)(4) sent replacement and prepaid envelope requesting return of suspect system.